Event description:
Healthcare professional reported an "implant rupture & disruption, destruction". This relates to left side record. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, underweight, flat creases, around 0-25% of the shell is missing. A microscopic analysis was performed which identified; broken shell with sharp edge on posterior side assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identify the thickness within specification). Based on the device analysis the final assessment is: broken shell with sharp edge assessed as unidentified(tear) opening. Missing shell that is assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported an "implant rupture & disruption, destruction". This relates to left side record. The device has been explanted.